Manufacturer narrative:
Device evaluated by MFR.: a watchman delivery system (wds) with the implant deployed and the reported kink was confirmed. The implant, sheath, hub, core wire and tip were microscopically and visually inspected. Inspection found the sheath was buckled 2.25cm-3.25cm proximal of the tip. The tip had damage consisting of flared tri-cuts, and abrasions on the inside of the sheath tip. The implant had anchor damage. The observed tip damage and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. There was no other damage or defect found on the remainder of the device. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician noted that the wds sheath was not smooth when recapturing the closure device, and it was found that the wds sheath was wrinkled. The device was exchanged and a new wds used to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician noted that the wds sheath was not smooth when recapturing the closure device, and it was found that the wds sheath was wrinkled. The device was exchanged and a new wds used to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.